Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).reference manufacturer report number: 2032227-2014-19940

Event description:
Customer reported a high blood glucose of 500 mg/dl. She also reported a no delivery alarm. The customer could not troubleshoot at the time of the call. No additional information provided.